Event description:
Impedance and threshold increase were reported to the subject ventricular lead in the follow ups since (B)(6) 2012. On (B)(6) 2013 the threshold and impedance increased substantially to 2.5 v at 1.0 ms, 2153 ohms. One month later v threshold was 2.75 v at 1.0 ms and the impedance was 2129 ohms. The physician decided to replace the ventricular lead (date unknown at this stage).

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.